Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Part of device remains in the patient; device not considered implanted/explanted during the initial procedure on (B)(6) 2017. Device is unavailable for return. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in the end of the cranioplasty surgery on (B)(6) 2017, four (4) screws broke intraoperatively. The surgeon was connecting the psi (peek) implant to the bone with matrix neuro plates and screws using a screwdriver, when the heads broke off of the screws. Two (2) of the screws stayed inside the implants and were not able to be removed. There was no delay to surgery time. Surgery was successfully completed. Two broken screws removed easily and the other two broken screws were not removed. Patient status is unknown. This complaint involves 4 parts. Concomitant parts reported: screwdriver, part/lot # unk qty 1. Psi peek, part# sd800.428 lot. L204485 qty 1. Psi peek, part# sd800.434 lot l204483, qty 1. Neuro plate, part/lot # unknown, qty unk. Neuro screws, part/lot # unknown, qty unk . This is report 2 of 4 for com-(B)(4).